Event description:
It was reported that the stopper is not sitting correctly and does not seal properly with a bd syringe 5ml s/t bns. The following information was provided by the initial reporter, translated from german to english: ¿during the goods receipt check of the lot number, we noticed that the seal was not sitting correctly in its place. We also tried to pull the syringe with water to see how the seal behaves. This led to a further "shift/deformation".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/7/2020. H.6. Investigation: four photos and one loose 5ml syringe were received and evaluated. It was observed in the photos and physical sample, the stopper was wedged between the bottom of the plunger rod and barrel wall. The jammed stopper condition was rejectable per product specification. Potential root cause for the jammed stopper defect is associated with the assembly process. Batch 0059985 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper is not sitting correctly and does not seal properly with a bd syringe 5ml s/t bns. The following information was provided by the initial reporter, translated from (B)(6) to english: ¿during the goods receipt check of the lot number, we noticed that the seal was not sitting correctly in its place. We also tried to pull the syringe with water to see how the seal behaves. This led to a further "shift/deformation".